Event description:
It was reported that spiral shaped foreign matter was observed in the set-up of an unknown tube of peritoneal dialysis (pd) therapy. The patient experienced yellow and cloudy drainage three hours after the foreign matter was observed, but there was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4) as the device was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.